Event description:
The reporter contacted animas on (B)(6) 2013 stating that the pump is not getting the insulin where it needs to go. The reporter stated that the entire bolus is being delivered but the blood glucose levels are running high. There were no reported blood glucose values. There was no additional information at this time. This report is made based on the allegation of the history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The date the patient contacted animas was (B)(4) 2013 as previously reported.